Event description:
A greenfield filter was implanted on (B)(6) 2006. On(B)(6) 2017, it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the patient present with a pulmonary embolism, inability to anticoagulated. Vascular access was obtained via the right internal jugular vein, where a guidewire was also passed. A 10fr sheath was placed over the wire and the wire was removed and exchanged for a 0.035 guidewire. The greenfield filter was advanced through the dilator and through the right atrium into the ivc infrarenal position. A 12.5 fr dilator wire was placed over the wire, followed by the dilator and sheath from the delivery system. The sheath was placed at the l1 vertebral body, the dilator was removed. The ivc was measured at 15mm in diameter. At this point the dilator and wire was placed through the sheath, the sheath was then advanced, and the dilator was removed over the wire. The greenfield filter and its delivery system were then placed and positioned over the l2-3 vertebral bodies. The sheath was then pulled back and the filter was deployed without difficulty. There was minimal tilt over the wire. The wire was then pulled back and the delivery system was then extracted with the wire in place. A triple lumen central line was then placed over the wire and was sutured in place. Sterile dressing was then applied. The patient tolerated the procedure well.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On (B)(6) 2017, it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.